Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during a double pigtail stent placement procedure in the stomach-pancreas. The exact date of the procedure was not reported. According to the complainant, during the procedure, when the physician attempted to deploy the stent, 'the system fractured and it did not allow the stent to cross through'. The exact component broken was not specified. The procedure was successfully completed with another of the same model. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.